Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 valve, while advancing the commander delivery system with valve through the 16fr esheath, severe tortuosity of the right iliac artery resulted in perforation of the esheath, exposing the delivery system with valve to the patient's vessel. The entire system was removed as a single unit. A new system was prepared, and the procedure was completed successfully. There was no patient injury, and the patient was noted to be in good condition post procedure. Imagery was provided for evaluation. Per imagery review, the delivery system was protruding though a punctured esheath liner. No abnormalities were observed on the valve or delivery system. The device was returned for evaluation. The returned valve was observed with three (3) bent struts.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned crimped valve revealed three (3) struts bent outwards at the outflow side. The crimped valve was expanded, and the struts remained bent on the expanded valve. The leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. There was imagery received for evaluation. Per imaging evaluation, the commander delivery system with crimped valve was protruding though a punctured esheath liner. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve frame damage was confirmed based on the evaluation of the returned device. There was no indication that a manufacturing non-conformance contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. It was reported that the patient's access vessel presented a severe degree of tortuosity. Additionally, difficulties were found while advancing the commander delivery system with crimped valve through the sheath. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, push force was applied to overcome the encountered resistance, potentially forcing the flex tip and the crimped transcatheter heart valve (thv) to negatively interact and contribute to the observed bent struts at the outflow side. As such, the available information suggests that procedural factors (device manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.